Event description:
The customer reported via phone call that she had a no delivery alarm a couple of days ago. Customer stated that she was new to pump therapy. Customer ended up giving herself a double dose of insulin which caused her to go high. Customer then ended up having a low of 20 mg/dl. Customer stated that she ended up speaking with a trainer who had her try a new infusion set. Customer stated that the infusion set worked a whole lot better for her and she has not received any no delivery alarms since switching over.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.